Event description:
It was reported that during implant, the right atrial (ra) lead had unsatisfactory numbers in the first position and that the helix deployed and retracted appropriately. The lead was moved to a second position and the helix took a large number of turns to deploy, in excess of 20 turns, and the ra lead would not pace at all, impedance was high and the sensing was poor. Then when trying to retract the helix it would not retract and the physician ended up rotating the entire lead body to extract the helix from the tissue. The ra lead was removed and when testing it on the sterile field the helix mechanism appeared to work. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that lead distal end electrode had blood. The analyst commented that the lead was received with the stylet in the lead. The extension/retraction and length testing were performed on the helix and all testing results, including electrical testing, were within specified parameters. (B)(4).